Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reportedly received the following results on the compact plus system, compared to a professional meter, within 10 minutes: a result in the "400's" mg/dl (compact plus) and a result in the "200's" mg/dl (doctor's meter). No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.